Event description:
Implant-associated problems: 6/28/78 hematoma, 5/16/80 closed capsulotomy, 12/12/80 unsuccessful closed capsulotomy, 2/5/86 anxiety, sleep disturbance, 5/9/88 fatigue, 2/6/87 uterine fibroids, ovarian cyst, 12/2/92 depression, fatigue, 3/9/93 memory loss, anxiety, confusion, 5/12/93 endometrial cancer, 5/25/93 fatigue, depression, anxiety, 5/18/94 severe encapsulation & contracture red rash, peripheral neuropathy, 6/27/94 explantation of ruptured implants, demyelinating neuropathy, microvascular disease, neurogenic atrophy. 8/17/95 blocked blood vessels in right arm. In lab section, 6/27/94 sural nerve biopsy (demyelinating neuropathy & evidence for micro vascular disease, 6/27/94 pectoraus muscle biopsy (active acute, severe neurogenic atrophy. 8/17/95, arterila venous doppler test.